Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to several other alarms in the history file. The alarms were due to a corrupted history file. The motor was tested outside of the device and it passed. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received motor error and motor position encoder error alarm on their insulin pump. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis. No further information provided.